Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018; fr995-27 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one week post-implant, there was undersensing noted on telemetry. Upon further interrogation, the right ventricular (rv) lead was found to not sense any r-waves resulting in inappropriate pacing, along with no capture. The same was found upon switching to unipolar. During the revision procedure, the lead was found to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.